Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement, but the device was not yet at elective replacement indicator (eri). (B)(4).

Event description:
It was reported that the device was at a battery voltage below recommended replacement time (rrt) but the rrt warning had not yet triggered. A review of the device product performance information noted that the device had not had three consecutive rrt battery voltage measurements which are the criteria for the rrt trigger. It was also reported that the device had unexpected longevity of only 4 years. The device is scheduled to be replaced. No patient complications have been reported as a result of this event.